Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the pump powered up with the returned battery cap. The keypad rubber was intact with no tearing or peeling. All keypad buttons responded to user input. The keypad was removed to find no contamination under the button contacts. The pump case was removed to find the keypad flex cable fully inserted into the keypad flex connector and the connector was latched. No evidence of moisture contamination was found inside the pump. A tactile issue was not duplicated during investigation.